Event description:
It was reported that the device smells like it is burning and there was sparking on the screen. Incident occurred before the procedure; therefore, there was no patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found corrosion on the sd card slot and on the sd card. The returned device was tested using a known good compatible wand which was found that when the unit was plugged in the unit cause the facility breaker to trip and a burning smell was noticed coming from the power supply. The unit would not power up and no further testing could be performed. The unit was opened and the following was found fluid spill marks on the bottom of the power supply and on the main circuit board. The sd card information was downloaded and the information shows the following error/s: no error codes were recorded for this event during the period reported. The complaint was verified and the root cause was determined to be due to electrical component failure. Factors that can lead to electrical short include: 1. A fluid encountered the electronic components inside the unit, causing the unit to short out and cause a burring smell. 2. The saline tube may have been loaded incorrectly/not fully matted with the saline bag causing the saline to leak on the unit and inside the unit causing the unit to short. There are no indications to suggest the device did not meet product specifications upon release into distribution.